Event description:
Patient reported right side intracapsular rupture, "increase in the axillary lymph nodes due to silicone infiltration", and "silicone lymphadenopathy" diagnosed by ultrasound and MRI. A subsequent surgery was done to remove lymph nodes where silicone had accumulated. The excised lymph nodes were sent to pathology for analysis, which concluded "silicone lymphadenopathy" and "lymph node tissue with clearly distinguishable lymphoid follicles with a defined mantle zone, the presence of numerous optically empty rounded areas of different shapes and sizes, abundant macrophage infiltration with a significant admixture of giant multinucleated cells such as resorption of foreign bodies". Healthcare professional later confirmed the diagnosis of right side rupture and "silicone lymphadenopathy", and reported right side capsular contracture baker grade ii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to h6 adverse event problem: initial medwatch reported e0307 seroma, but this should have been submitted as e0308 swollen lymph nodes/glands. Seroma did not occur and will be un-reported. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side intracapsular rupture, axillary lymph nodes due to silicone infiltration with the formation of granulomas and fibro adenomatosis. A subsequent surgery was done to remove lymph nodes where silicone had accumulated. The excised lymph nodes were sent to pathology for analysis which found silicone lymphadenopathy. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of "lymphadenopathy and granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, silicone migration and rupture.